Event description:
It was reported that the customer went for a bike ride and their shorts pushed in a button for too long, which cause the insulin pump to alarm button error. The alarm could not be cleared. The customer's blood glucose was 16.0 mmol/l, which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.